Manufacturer narrative:
It was confirmed that during investigation, ocd obtained a non-reproducible (B)(6) result for a negative control run on the vitros 3600 immunodiagnostic system. There was no evidence to suggest an instrument or reagent malfunction had occurred at the time of the event. The investigation was unable to determine a definitive root cause. However, sample handling or a sample mix up issue cannot be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
A customer obtained a non-reproducible (B)(6) for a negative control run on the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not affected and there was no report of patient harm as a result of this event. (B)(4).